Event description:
Pharmacy technicians have had issues on four occasions with monoject 12 ml IV syringes. These syringes had cracks running down the barrel of the syringe. Pharmacy technicians were preparing medications with these syringes and noticed they were leaking.